Manufacturer narrative:
The catalog number and lot code were not provided. The device was determined to be an unknown stryker partial right knee. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had bilateral patellofemoral replacements about 10 years ago and was converted to a total knee about 8 1/2 years ago. This event was raised to document the surgery on the patient's right side.

Manufacturer narrative:
No bilateral primary patellofemoral operative reports, no bilateral first revision operative reports, and no documentation of the implanted components and whether the avon patellar components were retained at the time of the bilateral revision to total knee arthroplasties are available. There are no readable serial x-rays or no examination of the explanted components available. There is no evidence that this patient¿s clinical problems were the result of factors of faulty component design, manufacturing or materials. Conclusions: the exact cause of the event could not be determined because insufficient information has been received. The medical review indicates that there are no primary or revision operative reports and no documentation of the implanted components and also no indication whether the avon patellar components were retained at the time of the bilateral revision to total knee arthroplasties. There are no readable serial x-rays or no examination of the explanted components available. There is no evidence that this patient¿s clinical problems were the result of factors of faulty component design, manufacturing or materials. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had bilateral patellofemoral replacements about 10 years ago and was converted to a total knee about 8 1/2 years ago. This event was raised to document the surgery on the patient's right side.